Event description:
The incision opened up exposing the pump. The physician was planning to hospitalize the patient, decrease his dose, and explant the pump. The patient was given a prescription for oral baclofen. The patient status was reported as ¿alive-no injury¿. The device system was delivering lioresal. As of (B)(6) 2015, the pump was still in place. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Additional information later received reported that there were no other patient symptoms. The cause of the event was pump erosion and the pump eroding through the skin. The pump and catheter were explanted on (B)(6) 2015.